Event description:
Customer mother called to report that the insulin pump experienced a calibration error. Customer reported that they are experiencing high and low blood glucose levels. Customer's blood glucose ranged from 46 to 470 mg/dl. Advised customer to contact their health care professional for troubleshooting. Product is not being returned or replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.